Manufacturer narrative:
Of the 3 allegations of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to moisture ingress. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a cloudy display screen issue. These reports were received from various sources. The patients associated with this allegation ranged from 17-39 years of age and between 92 and 92 pounds. Of the reported patients, 1 was male and 2 were female.